Manufacturer narrative:
E.1. Initial reporter facility: veterans affairs ny harbor health care system manhattan campus. D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had no rss access for server and all pyxis machine was lose connectivity. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had no rss access for server and all pyxis machine was lose connectivity. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation. Upon investigation of the actual device used in this incident, it was determined that the facility was having the internal network issue. A technical support specialist (tss) logged into the server using the cfnadm account and accessed the server gui with bd credentials. The tss verified that the data sync service was running and found the same errors in the data sync logs, along with failed port pings. The case was escalated to the device security analyst (dsa), who confirmed that eset installed on the device was not related to rss connectivity issues. The rss connection was restored after the tss worked with the dst agent and followed the deployment guide. Later, the customer verified that the case could be closed after the device successfully synchronized data. The system functioned as intended after the technical support specialist and dsa agent resolved the issue.